Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The clinic is planning to exchange the implant magnet. No surgery date has been scheduled yet.

Manufacturer narrative:
Conclusion: according to the received information from the field, the implant magnet got de-magnetized after a 1,5t MRI examination. The de-magnetization most likely occurred, due to the implant magnet being in an unfortunate orientation. In the rare event that the magnet is weakened, the magnet can regain full strength when exposed to a magnetic field above 2.0 tesla. In the present case, the magnet could be fully re-magnetized by being exposed to the static magnetic field of a 3t MRI device, without imaging procedure. The device will remain implanted and in use. This is a final report.

Event description:
After undergoing an 1,5 t MRI scan to the spine, the processor no longer stays in place, even with the strongest magnet (dl coil #6). There was a successfull remagnetization of the weakened implant magnet.